Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/07/2023, it was reported by a sales representative that an ar-6480 pump outflow wheel is not moving. This occurred during use in a case with no patient effect.